Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Drills did not match sleeve lengths; spring in aiming arm was assembled backwards, after review of returned sets, it was noted that the aiming arms are broken and not assembled incorrectly.